Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on: april 25, 2017: microwave ablation procedure of the patient's right kidney was completed with no report of complications or device malfunction during the procedure. The access was complicated because the lesion was in the upper kidney between ribs. At the close of the procedure, when the treating physician withdrew the applicator, it was noted the tip of the applicator had detached from the applicator and remained inside of the patient. The tip was successfully removed from the patient's quadratus lumborum. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one pmta accu2i standard applicator. A visual examination of the device noted that the tip of the applicator is fractured off. There is also a bend in the shaft of the device. Functional testing could not be performed due to the condition of the returned device. The customer's reported complaint description of a fractured tip is confirmed. Although the complaint description is confirmed, a defintive root cause for the event cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Based on the device history review this event does not appear to be due to a manufacturing defect. A possible contributing factor could have been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. The IFU states; "avoid placing lateral forces on the applicator tip during placement or removal and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).